Manufacturer narrative:
B5: describe event or problem, corrected data: initial report inadvertently did not note that the patient underwent a battery replacement. F10 adverse event problem, corrected data: initial report inadvertently left out code f1905 & #: 39. H6: adverse event problem, corrected data: initial report inadvertently did not code & #: 39; b18 & #: 39.

Event description:
Additional information received from physician's office noting that it is suspected that there was no seizures but non-epileptic episodes based on the description from the patient's mother which was different from the patient's prior seizures. Implant card received noting that the patient underwent a prophylactic battery replacement. The explanted device was discarded.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported per the patient's mother that after the patient's settings were lowered, the patient began experiencing an increase in seizures. No other relevant information has been received to date.